Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A visual inspection of the gas delivery system (gds) assembly revealed no anomalies. The returned gds unit was installed onto a known good test unit. The unit was booted into normal operation mode and checked for alarms and errors. The test ventilator booted up and delivered breaths. The power was cycled on and off and no errors were generated. The airflow accuracy test, oxygen flow accuracy test, and oxygen concentration accuracy test were performed per ¿test procedure for v60x rev. 4¿. The airflow accuracy test and the oxygen flow accuracy test both passed. The oxygen concentration accuracy test failed at the 95% and 100% settings. The u1/u2 of airflow sensor was found to be the cause. U1/u2 was replaced on the returned ventilator. After replacement, the unit passed all testing.

Event description:
During further investigation (fi), the manufacturer¿s service technician found that the device had a failed airflow sensor. There was no patient involvement.